Event description:
Knee effusion, knee pain, knee swelling, paroxysmal atrial fibrillation. Info was received in oct 2004 from a pt, with a medical history of osteoarthritis and one prior treatment with synvisc approximately 12 to 14 months (2003) ago with pain relief for 5 1/2 months, who experienced the return of knee pain in both knees. The pt began a treatment with synvisc in 2004. The pt received a series of three weekly synvisc injections, in both knees beginning in 2004. Approximately 5 1/2 months (2004) after receiving the synvisc injections the knee pain in both knees returned. The pain returned in the left knee first (date unknown), and when the pt favored the left knee the pain began in the right knee (date unknown). Pt did not take any medications but continued their concomitant medications of celebrex and glucosamine/chondroitin. The physician was notified and had considered another series of synvisc injections. At the time of this report the pt's outcome was unknown. The pt developed pain and swelling in the same knee after 2 doses of synvisc (dates unknown) and was hospitalized on an unknown date with acute atrial fibrillation. The pt experienced a large knee effusion (side unknown) and underwent a knee aspiration (date unknown) with removal of 30 cc's of fluid. The knee was injected with steroids on an unknown date. Follow-up information was received in jan 2005 from the physician. Medical history included a greater than 10 year history of severe osteoarthritis with advanced x-ray grade, joint narrowing and osteophytes. The pt was treated with nsaids, steroids and viscosupplementation in the past (dates not provided). There was previous history of joint effusion (dates(s) unknown). The pt had experienced knee pain for "years." The pt received synvisc into both knees in 2004, a week later and almost 9 months later. Effusion was not collected before any injections. In 2004 the pt was seen in an emergency room for syncope and was found to have paroxysmal atrial fibrillation. The atrial fibrillation had resolved in 2 days later. Unidentified lab work was reported as normal. The physician assessed the atrial fibrillation as not related to the synvisc injection. At the time of this report the pt had recovered.